Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (discharge profile fault, charge profile fault) has been confirmed. Upon investigation, the monitor did not pass detect and treat testing. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.